Event description:
It was reported that the patient presented with a recurring driveline power fault when the patient was using battery and power module. The hospital recommended swapping the system controller, but the alarm persisted. After being contacted, the patient was connected to the system monitor, and the alarm was successfully cleared. However, after 15 minutes, the alarm reappeared. The event log file confirmed driveline power fault b on the exchanged controller on (B)(6) 2025. A modular cable replacement was recommended. The modular cable was exchanged and the event log file post the exchanged indicated that the driveline power fault b had resolved with the new modular cable and controller. On inspection of the modular cable there were no debris, corrosion, or broken conductors. The driveline monitoring value that triggered the driveline power faults were back to normal. There was no corrosion on the pins of the modular cable but there appeared to be some debris on the side of the connector. The controller is continued to be used as the primary.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via log file analysis. Review of the log files revealed starting on (B)(6) 2025, pwr b broken faults activated due to the current sense on line b dropping below the threshold amperage. The pwr b broken faults triggered driveline power fault alarms to activate. The driveline power fault alarm continued after the controller, serial number (B)(6), was exchanged on (B)(6) 2025. On 29nov2025, provided information stated that the controller, serial number (B)(6), and modular cable were both exchanged. The event log file from the controller (B)(6) which was put back into use confirmed exchange of the modular cable resolved the alarms. Pump operation was not affected by the alarms. The heartmate 3 vad modular cable (lot number 10513930) was not returned for analysis. A picture submitted by the customer of the modular cable was unremarkable. The root cause for the reported event was unable to be conclusively determined through this analysis. The relevant sections of the device history records for 10513930 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including driveline power fault alarms. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.